Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient underwent surgery for repair of a ventral hernia with implantation of a bard ventralex hernia patch. (B)(6) 2011 - the patient underwent additional surgery to repair the hernia defect and remove it after the ventralex patch's recoil ring allegedly failed. It is alleged that the patient failed to recover from that surgery and dies from an abdominal wall infection, dieulafoy ulcer, and disseminated intravascular coagulation. The attorney's report alleges abdominal wall infection, ulcer, disseminated intravascular coagulation, explant and death.

Manufacturer narrative:
Currently, it is unknown what degree the device may have, if any, contributed to the reported event. Medical records have not been provided. We have contacted the initial reporter to request additional information including patient information, copies of medical information/records and death certificate/autopsy report and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.